Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that myocardial infarction occurred. In (B)(6) 2019, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Fifteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with symptoms of myocardial infarction (mi) and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. On the same day, the subject was referred for coronary angiography which revealed 90% stenosis at the proximal lad. The 90% stenosis noted in the proximal lad was treated with percutaneous coronary intervention. Post intervention the residual stenosis was 10%. Twelve lead electrocardiogram (ECG) was not performed. Ten days later, the subject was diagnosed with acute non-st segment elevation myocardial infarction. Location of mi was anterior (septal), and it was a non-q-wave mi. The mi was diagnosed based on symptoms. Medication was given to treat the event. On the same day, the event was considered to be recovered/resolved and was discharged from hospital.